Event description:
The customer obtained a non-reproducible, higher than expected, vitros amon patient result on a vitros 5600 integrated system. Vitros qc fluid f2093 = 196.7 vs. An expected result = 163.5 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros amon patient result was obtained on a vitros 5600 integrated system. The investigation determined that the most likely root cause of the event is analyzer related due to incubator contamination. Acceptable amon performance was obtained after performing the routine maintenance procedure of replacing the rate/cm microslide evaporation cap.